Event description:
A mckesson microtouch monitor started smoking heavily from the top of the monitor. The monitor was unplugged from wall. After the monitor was unplugged and turned off it stopped smoking. Mckesson technical support notified. The monitor was shipped back to mckesson. Additional follow-up reveals: this monitor is connected to mckesson's accudose medication dispensing system. The biomed department does not service the monitor.